Event description:
It was reported that during preventive maintenance (pm) performed by a getinge service territory manager (stm) that the battery on the cs300 intra-aortic balloon pump (iabp) failed the tests. There was no patient involvement and no adverse event was reported.

Manufacturer narrative:
Updated fields: b4, g4, g7, h2, h6 (evaluation method codes).

Manufacturer narrative:
The getinge service territory manager (stm) who encountered the issue replaced the batteries and then completed the pm. All functional and safety tests were passed to meet factory specifications, and the iabp was returned to the customer and cleared for clinical service. The full name of the initial reporter is (B)(6). He is a getinge employee with different contact details from that of the event site which are as follows: (B)(6).

Event description:
It was reported that during preventive maintenance (pm) performed by a getinge service territory manager (stm) that the battery on the cs300 intra-aortic balloon pump (iabp) failed the tests. There was no patient involvement and no adverse event was reported.